Manufacturer narrative:
Follow-up #1: date of submission 06-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 30-mar-2018 with the following findings:.during investigation, unable to duplicate unresponsive keypad complaint. Keypad cover is undamaged, all buttons are responsive. Opened keypad cover, no contaminants found under contacts. Opened pump, no intermittent conditions observed on keypad flex connector. A cracked battery compartment below grip pad to case seal. No moisture observed in battery compartment or under display lens. Leak test failed due to battery compartment leak. Opened pump, no moisture observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under responsive. It was noted that moisture was visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.